Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking during a chemo infusion involving 3 primary sets. The first chemo, erbitux, was given through set a which was piggybacked into the lower port of set b (ns with a secondary of magnesium). The erbitux completed with no signs of leaking and the set was removed from the port and discarded. An IV push medication was given through the lower port of set b, then a second chemo, irinotecan, was attached to the lower port of line b via a third primary, set c, labeled ¿chemo.¿ at approximately 1330 staff noted a puddle estimated as 8 ounces on the floor but there was no noticeable leaking from the IV line. The patient later told staff that IV fluids were spraying from the line, and the chemo bag (irinotecan) was empty at 1410.